Event description:
It was reported by service report that the zoom was intermittent as the stretcher litter was pumped up or let down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Cable coil cord.